Event description:
During repair of bilateral inguinal hernia, surgeon cut tissue and tip of scissors broke off. Piece retrieved and x-ray was taken to confirm all pieces removed. All pieces were removed and no further complications occurred. This pair and 12 more were sent to co qa for an evaluation. It appears to be a lot of problems, all breaking in same spot.